Manufacturer narrative:
(B)(4). Art what firing did this occur? ---the information was not provided from the hospital. Were there any unusual noises heard? ---no. What was the shape of the clip? ---tear drop shape. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon felt that the fired clip did not come off from the jaws smoothly. There was a strange resistance at the firing. Besides, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.